Manufacturer narrative:
Received 8pcs 450096/21j31u for evaluation. No pictures were provided. We have no further inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint and customer samples to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batch showed no abnormalities which could be related to the reported issue. Retain and customer samples were visually inspected; no defects were observed in the safety lock parts for any of the checked samples. The safety mechanisms were activated for both retain and customer samples. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but the safety lock mechanisms did not release back. Functional testing of retain and customer samples was then performed; all results were within specification. The alleged malfunction could not be duplicated. Corrected data: d1: device name; h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Event description:
Customer states a needlestick occurred. "Employee did not hear an audible click when closing the needle. The sheath opened exposing the needle and the employee received a needle stick injury."

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.